Manufacturer narrative:
Additional information: the probe was shipped and replaced for the site. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, the probe being used was bent. It was reported that the probe being bent led to an imprecision during the procedure. It was reported that the issue was discovered during verification. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.